Manufacturer narrative:
The air flow sensor eeprom calibration table of the customer returned gds had a corrupted entry which led to an air flow sensor calibration data error (e/c 110e). Correcting the corrupted entry resolved the problem, no alarms occurred during ventilation and the air flow accuracy test passed.

Event description:
The customer reported a flow sensor failure resulting in a low leak co2 rebreathing alarm. Leak identified in gas delivery system. No patient involvement reported.